Event description:
An error message issue was reported with the abbott diabetes care (adc) device. A customer reported encountering unknown error message with the adc device and the customer was unable to obtain glucose readings. As a result, the customer experienced irritability, confusion and loss of consciousness. The customer regained consciousness and was able to self-treat with food. It is unknown if the customer received third party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.